Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the balloon was successfully inflated during the preparation. The catheter was inserted in the right side of the heart and the balloon was inflated again without a problem. The catheter was then used in the left side of the heart. At this time the balloon did not inflate. As a result, the catheter was removed. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if the therapy was delayed or interrupted. There were no reported pt complications. The pt's outcome is listed as "good". Add'l info received on 10/18/2010 from the sales rep stated "no health damage was reported on the pt from the hospital so far. This incident will be reported to the hospital's safety mgmt dept as they think the carbon dioxide gas could have leaked in the artery and it might cause the health damage to the pt in the future."